Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the housing of the electric pen drive (epd) device had a hole. It was further determined that the device was running by itself in both forward and reverse mode, and the motion could not be controlled by the hand switch or foot pedal. It was determined that the handpiece was likely damaged by forcing an air pen drive (apd) hand switch trigger pin into the housing, which caused damage to interior cable. After disassembly, the hole-fitting part was detected inside the housing, and sterilization caused additional damage to the device. It was further determined that the device failed pretest for general condition, check for unintended motion, check function in ¿lock¿ mode with hand switch, functional test forward (fwd) and reverse (rev) running, check function with foot pedal, check function in ¿lock¿ mode with foot pedal, check speed with tachometer, and check function with test hand switch. It was determined that the hole was forced into the epd housing either by incorrect hand-switch or a die cutting tool. The assignable root cause was determined to be traced to user, which is user error. A review of the device history was performed and no non-conformances were detected related to the reported condition. Correction: d10: the date device returned to manufacturer was documented as march 31, 2020 in the initial report. This has been corrected to april 29, 2020.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: hand switch device. Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during preventative maintenance it was observed that the electric pen drive device would rotate automatically even when the hand switch device was locked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the this medwatch, a supplemental medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. Correction: b3, b4, g4: the initial medwatch stated the date of event was unknown in error. Please note that the event date was reported as (B)(6) 2020. Please note that the date of this report and date received by manufacturer were submitted as march 18, 2020 in the initial medwatch report. This has been updated to march 19, 2020.